Event description:
(B)(4). Right pelvic pain-ongoing, multiple monthly period with heavy bleeding, severe cramping right before and during periods, large blood clots, vaginal tissue discharge, back pain, frequent headaches/migraines, weight gain, fatigue.